Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side silicone implant is intact, but presents discrete diffuse enhancement of the external capsule, which may be related to capsular contracture, submuscular silicone implants with signs suggestive of capsular contracture on the right, and hard right breast with mastalgia. Healthcare professional later confirmed capsular contracture baker grade iii. Treatment: montelukast and diprospan. Device remains implanted.

Event description:
Healthcare professional reported right silicone implant is "intact, but presents discrete diffuse enhancement of the external capsule, which may be related to capsular contracture", "submuscular silicone implants with signs suggestive of capsular contracture on the right", and "hard breast with mastalgia". Healthcare professional later confirmed capsular contracture baker grade iii. Healthcare professional also reported an "inflammatory process" occurred in the right breast and resolved with treatment. Device remains implanted.

Manufacturer narrative:
The events of "capsular contracture" and "inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii; "inflammatory process" resolved after treatment with medication. Additional, changed, and/or corrected data: b5, b7, h6, h11.